Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. Information was reported that a patient reported seeing a power on reset (por) on their patient programmer and is unable to turn their spinal cord stimulator (scs) on. The patient stated it was working well prior to the por. The patient is scheduled to see a rep on (B)(6) 2018. The issue has not been resolved. No further complications were reported. No additional patient symptoms were reported.